Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes which caused oversensing. The patient had presented to the hospital for a scheduled device change out procedure, so the physician elected to cap and replace the lead during the procedure. The procedure was completed successfully and the patient was doing fine post surgery.